Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Service and repair record ¿ the customer reported the screw was missing. The repair technician reported missing parts as the reason for repair. The cause of the issue is unknown. The following parts were replaced: set screw. This item was repaired, passed synthes final inspection and returned to the customer on 4-jun-2015. The evaluation was confirmed. Part 1 of 1 if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the rod introduction pliers for dual-opening impl f/6.0mm rods failed inspection due to a missing screw. There was no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Service history review: lot a7ma07/4553267: no service history review can be performed as this is a lot controlled item. The service history evaluation is unconfirmed.a service and repair evaluation was completed: the customer reported the screw was missing. The repair technician reported missing parts as the reason for repair. The cause of the issue is unknown. The following parts were replaced: set screw. This item was repaired, passed synthes final inspection and returned to the customer. The evaluation was confirmed.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.